Event description:
It was reported that during a procedure, the merit inqwire rosen j tip guidewire got stuck in the catheter. There was no tissue observed on the catheter or guidewire. Additionally, during preparation, resistance was felt and the wire had difficulty advancing past the catheter handle. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is not expected to return for analysis as it was disposed and therefore the lot number is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.